Event description:
This report is about the death of my father. I am not sure if he was effected by either or both of; the contaminated heparin and saline pre-filled flush syringes. Two lots - one heparin and one saline- have been confirmed as contaminated with serratia marcescens, a bacterium that can cause serious injury or death. Heparin contaminated with oversulfated chondroitin sulfate. He was was on dialysis since october and had a metaport. He had his last dialysis procedure at the clinic on thursday. I do not know if the dialysis clinic used any of the products but the staff did mention that his blood pressure dropped extremely low when he was dialyzed in 2008. When he woke up on the fourth day, he must have been confused and cut off the tubes to his meteport. My sister found him on the floor and called the ambulance, he lives with her. He was taken by ambulance to the hospital. The ER staff determined that he had a high white cell count but did not lose enough blood to require a transfusion, and at one point, he had an extremely low body temperature. One of the doctors at the hospital in another state said that this indicated he had a massive infection and that it probably caused him to be confused and resulted in him cutting the port tubes. When he arrived at hospital on saturday evening, they started dialysis procedure. During the procedure, his face turned red and he slowly turned his head towards me. When I said that something was wrong, all of the staff immediately reacted to the situation and even called for the crash cart. I am not sure if he had been given heparin during this procedure. They also tried to dialyze him on monday, I think. But, his blood pressure dropped drastically so they had to stop. Again, I am not sure if he was given heparin. The bill from the hosp shows charges for two doses of heparin. He passed away at the hospital in 2008. The doctors could not decide on the actual cause of death, so an autopsy was performed. Would like to say that the doctors and staff at hospital were terrific. They treated dad with dignity, kept us well informed and answered all of our questions. I am sorry that I have not given more info, but I can provided more if needed.